Event description:
In a 360 initial fusion surgery, the surgeon found the contertorque wrench was difficult to remove from the screw. Additional information received from the sales representative in 2008. The surgeon was using the non ratcheting torque device when the closure top threads sheared off. The closure top was removed and another one was attempted to be placed on the screw. The screw head was somewhat splayed from the anti torque. The threads on the second closure top also sheared off. All metal fragments were removed from the surgical wound. The screw was removed from the construct and another screw and closure top were successfully implanted. Fluoroscopy confirmed no metal parts of the screw or closure tops were retained in the wound.

Manufacturer narrative:
Evaluation is pending upon completed investigation of the product.